Event description:
When physician attempted to do an anaerobic culture of a decbitus ulcer on the pt's right posterior knee the cotton swab remained in the pt's wound. This was retrieved and a second culture set was used and the swab again came off. A third set was used without a problem.